Event description:
It was reported by legal that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised twelve years post implantation due to pain, elevated metal ions, and fluid collection per MRI consistent with altr. During the revision, pseudocapsule, osteolysis, and trunnionosis were found. The locking ring not disengaging was also found. The liner, head, and locking ring were exchanged. The shell and stem remained implanted.

Manufacturer narrative:
(B)(4). D10: 00620005822shell porous with cluster holes 58 mm o.d.60382439. 00801803203 femoral head sterile product do not resterilize 12/14 taper 60378468. 00630505832 liner standard 32 mm i.d. For use with 58 mm o.d. Shell 60415629. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01674; 0001822565 - 2023 - 01675; 0001822565 - 2023 - 01677. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified no additional complaints for the stem and no additional complaints for the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed, and a revision occurred twelve years post implantation due to pain and elevated metal ions. Upon entering the joint, a pseudocapsule was identified, as well as black corrosion to the trunnion and osteolysis. The locking ring would not move freely and was replaced. The head and liner were also explanted and exchanged with no complications noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.